Manufacturer narrative:
Age at time of event: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. Using the right femoral approach, the procedure treated the severely calcified and tortuous right coronary artery. Rotablation was performed. Pre-dilation was performed with a 3.5x15mm nc quantum balloon. Next a 3.5x24mm veriflex stent was advanced, but while moving though the tortuous anatomy the stent started to dislodged from the stent delivery system. When this was noticed an attempt was made to inflate the balloon leaving the stent partially deployed. The stent migrated distally "just a little", into the intended target location. A 3.5x15mm apex balloon was then passed through the partially deployed stent and inflated to fully expanded the stent. Post dilation was performed with a nc 3.5x15mm quantum apex balloon. A 3.5x16mm veriflex was implanted proximally to the previous stent. A 4.0x20mm nc quantum balloon was then used to post dilate both stents with a successful outcome. No patient complications were reported and the patient status is ok.